Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 51-53 mg/dl. Low bg cause was not known. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.